Event description:
It was reported that a liver transplant pt expired sometime after the swan ganz catheter was removed from the sheath/hemostasis valve side port. The pt was on ventilator and had coded three times prior to expiring. It was suspected that an air embolus may have been a contributing factor to the pt's death. The physician indicated not using an obturator when the catheter was removed from the hemostasis valve as is recommended in the product labeling.